Event description:
It was reported by service report that the footboard pin connector was pushed into the footboard receptacle. The footboard bed exit and scale functions were intermittent. No pt involvement or adverse consequences are reported.